Event description:
It was alleged that the instrument arced during the case. The surgeons chose to continue the case with the arcing instrument. No patient harm, adverse outcome or injury was reported.